Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the apical region of the stomach, to the upper left of the cardia, during a ligation of esophageal and gastric varices procedure for portal hypertension performed on (B)(6) 2025. During the procedure, it was noticed that the handle component was stuck. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the apical region of the stomach, to the upper left of the cardia; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event that the handle won't turn.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event that the handle won't turn. Block h2: additional information: block b5 and block h6 (device codes) have been updated based on the additional information received on june 24, 2025. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the apical region of the stomach, to the upper left of the cardia, during a ligation of esophageal and gastric varices procedure for portal hypertension performed on (B)(6) 2025. During the procedure, it was noticed that the handle component was stuck. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the apical region of the stomach, to the upper left of the cardia; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on june 24, 2025: it was reported that the bands would not deploy.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event that the handle won't turn. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle did not have damages, however, slack was not taken up and the handle did not have evidence that the trip wire was secured to the post. During the functional inspection, the handle was able to rotate 180 degrees, and the audible click was heard. The ligator housing did not returned for the analysis. No other problems with the device were noted. The reported event of bands unable to deploy and handle broken/would not turn were not confirmed. It was found that the instructions for use of the device weren't follow since the slack wasn't taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the device analysis indicates that the trip wire slack wasn't taken up; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit.". Additionally, it was reported that "the speedband superview super 7 was used in the apical region of the stomach, to the upper left of the cardia"; however, the device is not intended for ligation of esophageal varices below the gastroesophageal junction, and the reported anatomy location is not described in the indications for use. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the apical region of the stomach, to the upper left of the cardia, during a ligation of esophageal and gastric varices procedure for portal hypertension performed on (B)(6) 2025. During the procedure, it was noticed that the handle component was stuck. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the apical region of the stomach, to the upper left of the cardia; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on june 24, 2025: it was reported that the bands would not deploy.